Manufacturer narrative:
The customer stated that the cell-dyn emerald analyzer generated falsely decreased wbc results on one patient sample. The evaluation included a review of product historical data, product labeling, and complaints. Review of product historical data and all customer complaints received for this issue did not identify any trends or additional complaints related to this incident. Review of the submitted data indicated a possible issue with the wbc flow path system. This required field service to replace the wbc counting head, rbc counting heads, emerald tubings, and then to recalibrated the instrument, which resolved the issue. A review of product labeling shows adequate information with regard to maintenance, specimen collection and handling, result interpretation, and troubleshooting for measurand-related problems. Based on this investigation, a product deficiency was not identified for cell dyn emerald, serial number (B)(4).

Manufacturer narrative:
Low test results (B)(4); no consequences or impact to patient(B)(4); an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell dyn emerald analyzer generated falsely decreased wbc results on a patient sample. The results provided were: pt#1 wbc = 0.6 / previous result one week ago was 8.0. There was no reported impact to patient management. There was no additional patient information provided.